Manufacturer narrative:
This report is filed on june 17, 2019. - attachment: [141232-device analysis report.pdf].

Manufacturer narrative:
This report is submitted on may 02, 2019.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2019 and the patient was implanted with a new device during the same surgery.